Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, there was difficulty attaching the suture sleeve to the left ventricular (lv) lead. The lv lead could be successfully and the patient was stable following the procedure.